Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient did not put the ipg in surgery mode as recommended prior to an unrelated medical procedure. As a result, ipg was unable to communicate with external devices, and patient lost therapy. Troubleshooting was unable to resolve the issue. As a result, patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue.